Event description:
On the 15th august 2014, lenstec received via e-mail notification that the device was being returned. The lens in question was returned via the returns authorization numbers (ra#s) 1210/58511 on the 19th august 2014 with the notification "missing haptic, defective product, implant/explant date (B)(6) 2014. Lc1620 cartridge, lot# 133116. Same model lens implanted, no pt injury.